Manufacturer narrative:
Journal article details; hybrid repair of an innominate artery mycotic aneurysm with an ¿¿on-the-table¿¿ customized endograft carlota fernandez prendes, jose antonio del castro madrazo, carol elisabeth padron encalada, margarita rivas dominguez, lino antonio camblor santervas, and manuel alonso perez annals of vascular surgery, 2019; 59: 311.e5¿311.e9 doi: https://doi.org/10.1016/j.avsg.2018.12.097. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was implanted in a patient for the endovascular repair of an aneurysm in the innominate artery (ia). The patient had a bovine aortic arch, and presented with an intermittent fever, a staphylococcus aureus infection, and a rupture of the mitral chordae. During the implant procedure, an endurant ii iliac limb with a 16-mm proximal diameter, 20-mm distal diameter, and a total length of 82 mm was deployed from its sheath onto the operating table. Two stents, the first proximal and the last distal stent, were cut off to obtain a length of 55 mm while maintaining the proximal and distal diameters. The graft was then resheathed in an inverted fashion obtaining a covered stent graft with a 20-mm proximal diameter, a 16-mm distal diameter, and a total length of 55 mm. The modified endurant ii limb was then advanced through a non-medtronic 16fr introducer sheath. The proximal landing stent was adjusted to the origin of the ia, advanced 5 mm into the aortic lumen, and then released, making sure that the distal stent landed proximally to the origin of the right common carotid artery (rcca). However, owing to a loss of precision during the delivery process (secondary to the resheathing of the stent graft), over 10 mm of the proximal landing stent were deployed into the aortic lumen. After stent graft deployment, a multipurpose catheter was advanced into the aneurysm sac in a paraendograft fashion from the axillary access, and four 20 x 50-mm coils were additionally released. The intraoperative angiography showed complete exclusion of the aneurysm sac with patency of the lsa, right subclavian artery, and rcca. The postoperative period was uneventful, with rapid extubation of the patient and without neurological or surgical wound complications. After completion of six weeks of IV antibiotic therapy, the patient was discharged with oral doxycycline. Two weeks after the surgery, a cta was performed, confirming exclusion of the aneurysm. No additional clinical sequelae were reported, and the patient is fine.